Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for driveline infection on (B)(6) 2021 that was treated at the bedside with plan to discharge on (B)(6) 2021. The driveline infection was (B)(6). The patient was treated with 100 mg of doxycycline twice daily indefinitely. It was reported that the system monitor displayed "emergency backup battery expired." It was also discovered that the patient's back up controller emergency back up battery was within 7 months of expiration. The heartmate 3 and its peripheral equipment functioned as intended and designed. The patient remained stable otherwise.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.